Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the tampon would unravel. While using the restroom she noticed pieces were left behind. She sought medial attention and was diagnosed with a yeast infection and urogenital infection. She was given treatment three times and prescribed an oral antibiotic and vaginal medication. Her health has since improved.